Event description:
It was rpeorted that during an unk procedure, instrument error code occurred. The tip of the instrument was broken, they changed the instrument with another one and the same error code occurred. This time, the silicone part of the instrument was damaged. There was no reported pt consequence.